Manufacturer narrative:
D10. Z-1732-2022/k121392/mfg 30 aug 2016/exp 28 aug 2021 -130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups, sn (B)(6). Z-1732-2022/k121392/mfg 28 mar 2017/exp 26 mar 2022-130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups, sn (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm, sn (B)(6). 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, sn (B)(6). 186-01-48 - integrip cc, cluster 48mm, g1, sn (B)(6). H3. Initial investigation results before revision-the most likely underlying cause for the loosening reported was an undersized stem implanted in varus, which was not mechanically stable at implantation. Undersized stems are known to require a longer time span to achieve biologic fixation. This was likely reflected clinically as persistent pain. However, this cannot be confirmed because the implant has not been revised, additional clinical information was not provided, and serial radiographs were not made available. These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported during a meeting between a surgeon and a member of exactech¿s hip team that the surgeon had cases being clinically monitored for potential loosening based on lucencies seen in follow-up radiographs. Post-operative and follow-up radiographs were subsequently provided for a total of 10 cases. In this case, a 67 year old male was reported for concerns of possible femoral stem loosening based upon 1 year follow up radiographs. At the time of reporting, the patient was over 1.5 years post surgery. No additional information was provided regarding his clinical history, symptoms, or ongoing treatment. Patient has history of tha on the contralateral side. Additional information - as reported via legal documentation this patient had a right total hip arthroplasty implant (B)(6) 2018 and then approximately 4 years later on (B)(6) 2022 the patient experienced a revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other current images of the device provided. No other information is available.

Manufacturer narrative:
As a result of additional information, fields b5 and b7 have been updated. H6: investigation results - the most likely underlying cause for the loosening reported was an insufficient bond between the implant and the bone that may have been secondary to contributions from an undersized stem implanted in varus which was not mechanically stable at implantation and subsequently was unable to achieve biologic fixation and/or patient conditions related to bone quality and morphology. The gxl acetabular liner may have been revised as standard practice when revising the femoral component to ensure that there is no secondary damage from the surgical procedure or due to inclusion of the implanted polyethylene in the recall but appears unrelated to the primary reason for revision. However, this cannot be confirmed because the devices were not available for evaluation and pre-revision radiographs were not provided.

Event description:
As reported via legal documentation this patient had a right total hip arthroplasty implant (B)(6) 2018 and then approximately 4 years later 14 jun 2022 the patient experienced a revision surgery. Revision operative report of 14 jun 2022- right hip loose femoral component. Procedure-prosthesis was surrounded by moderate clear effusion. No sign of inflammation or infection. The femoral stem was found to be grossly loose rotationally, the bone was found to be good. Acetabular liner was removed, the acetabulum had no signs of loosening. The devices were trailed and then implanted. Sterile dressing was applied, and the patient was awakened and taken to the recovery room in good condition. No complications.